Event description:
It was reported that the user could not select ¿yes¿ for the ¿do you see drops¿ screen, and after a remote reset from the app the pump powered on displaying ¿begin,¿ prompted date/time entry, and proceeded through setup with delivery subsequently resumed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed the pump had been off and fully discharged for an extended period and then reinitialized, after which normal operation was restored following setup. It was concluded that the device functioned as designed after recharging and setup, with the issue addressed through troubleshooting and education.